Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: upon further evaluation of the complaint, it was determined that there was a 2nd small battery drive device associated with this event. Therefore, this is report 1 of 2 for the same event. D10/d11: concomitant medical products. Concomitant medical devices and therapy dates: small battery drive device, (B)(6) 2020. H11. Corrected data: b5. It was reported that the small battery drive device was being used with an air hose device in the initial report. This was reported in error. There was a second small battery drive device being used during the event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During evaluation it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had insufficient/low power and failed pre-test for check power with the test bench. The root cause was determined to be traced to component failure from normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Reporter¿s phone number was not provided. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during pre-op, it was observed that the small battery drive device while being used with an air hose device was running intermittently. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.